Event description:
It was reported that cadd legacy pump displayed error code during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed ec "1720" error code alarm message on power up when batteries are inserted. The backup capacitor was replaced.